Event description:
It was reported that stent dislodgement and stent damage occurred. A 12 x 4.00 promus elite mr drug-eluting stent was selected for use. However, the stent struts were damaged due to impact and came off the balloon. The device did not enter the patient's body. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.